Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer indicated via phone call of unexplained high blood glucose of 444 mg/dl and a weak battery alarm. Troubleshooting advised customer on the possible reasons for the alarm. Troubleshooting found that the drive support cap was normal but there were clusters of small bubbles in the tubing. Customer was advised to monitor the pump and call back if issues persist as it appears that the pump is working as designed.